Event description:
Started about 2 years ago when I got silicone smooth natrelle breast implants. Since then I've had 3 visits to the ER. Diagnosed with acid reflux, sinusitis, numbness in limbs, heart palpitations, anxiety, trouble breathing, 3 bouts of pleurisy, brain fog, fatigue, and joint pain. FDA safety report ID #: (B)(4).